Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent a skin revision surgery on (B)(6) 2024 to clean granulation tissue away from abutment site.